Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign material presumably blood inside the pebax, additionally under microscope inspection, it was found a hole at the pebax surface with internal parts exposed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The foreign material inside the pebax reported by the customer was confirmed. The potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter and after the procedure, when the catheter was removed from the patient¿s body, something resembling the inflow of blood was observed. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. There was no confirmed pebax damaged, but it was confirmed that blood was mixed inside the pebax. This event was assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation which revealed a hole in the pebax surface with internal parts exposed. This finding is MDR reportable.